Manufacturer narrative:
The involved cartridge was not returned for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2026 from a 43-year-old male patient with a medical history including hypertension and end stage renal disease, who stated he experienced heart palpitations and feeling dizzy due to a cartridge blood leak during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 09 mar 2026 from the home therapy nurse (htn) who stated the patient was admitted to hospital and received two units of blood. The patient was discharged on (B)(6) 2026 and has resumed therapy with the nxstage system.